Event description:
(B)(4) received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 between 9:30am - 10:30am. Pt's wife (lt) called in stating that pt's blood sugar kept dropping and she had to keep feeding him food. Symptoms observed by pt's wife were hands shaking, inability to walk, slurred speech, inability to focus, nausea, and sweating. The reading on the prodigy meter at the time of the event was 107mg/dl. Pt was fed 2 tablespoons of sugar, 1 glass of water, 4 snack cakes, peaches and 2 tuna fish sandwiches. Pt's wife then tested pt's glucose with her meter with a result of 22 mg/dl. Pt was driven to ER by his wife. Pt's glucose level upon arrival at ER was 112 mg/dl. Pt was given orange juice while at ER. Upon discharge from ER, pt's blood glucose level was 189 mg/dl. Pt's total stay at ER was between 2-4 hours. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.5ua. The standard is <15ua. Pass. Meter's setting audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptable range.